Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. Outer packaging appeared damaged showing a tattered appearance with amber stains throughout. The jar showed evidence of fluid damage with label found tattered. The safety seal on the returned jar was received broken. Sn (B)(6) valve was inside the jar, no solution was present. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, small remnants of gasket material were stuck along the rim of the jar. Crystallized, dried glutaraldehyde was noted on the threads of the jar. During visual inspection, a small white particulate was observed inside the empty jar. Small white particulates were observed on the rim and threads of the jar. A white particulate was found on the label outside of the jar. The gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Small white particulates were observed on the lid; on top of the gasket and on the threads of the lid. Particulates appear to be from the gasket. The particulates were removed and sent for analysis. The samples were received between two glass slides that were taped together and labeled. The particles were removed and placed on a gold coated slide for testing. One particle from the (B)(6) jar was spectroscopically consistent with aluminum silicate and calcium carbonate. There was also a peak at 1734cm-1 consistent with a carbonyl and peaks 1255cm-1 and 1166cm-1 that were consistent with c-c stretching. The remaining particles were spectroscopically consistent with polydimeth ylsiloxane. The 3m freeze watch temperature indicator was not activated. The mold cavity numbers were jar: 16 and lid: 1. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 34 mm evolut pro+ valve jar was difficult to open and particles from the sealing ring dropped into the jar. The healthcare professional tried three more jars containing valves of the same size and model but encountered the exact same issues. Collectively, the four valves were not used. A fifth valve was opened and used for implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.